Manufacturer narrative:
(B)(4). The reported field event of an atrial set screw anomaly was confirmed in the laboratory. The device was tested on the bench and the atrial set screw could not be secured. Visual inspection noted that the atrial setscrew was completely backed out of the connector block and the set screw threading was damaged. This prevented the set screw from re-seating into the connector block and securing the lead. It is believed that the damage was caused externally during attempts to secure the atrial set screw.

Event description:
It was reported that during lead revision procedure, atrial lead could not be connected to the device. Device was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
(B)(4).